Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20063004, medical device expiration date: 2023-06-05, device manufacture date: 2020-05-28. Medical device lot #: 20063019, medical device expiration date: 2023-06-19, device manufacture date: 2020-05-28. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing disconnected on 6 occasions. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 1020063004, 1020063019. It was reported that when the packages were opened the tubing disconnected from the drip chamber. Customer response (B)(6) 2020: here are the answers to your questions: the suspected lot nos are 1020063004 and 1020063019. We started to receive complaints between the last week of july and first week of august we will also need packing materials to return the products. When the packages were opened the tubing disconnected from the drip chamber at the base of the drip chamber. This occurred at least 4 times in the last two weeks and with different lot numbers (all of which were provided in previous email- packaging and tubing). There was no event as this never reached a patient. Can you describe the reported defect in detail? What happened? What was the cause? Who was involved? When the packages were opened the tubing disconnected from the drip chamber at the base of the drip chamber. This occurred at least 4 times in the last two weeks and with different lot numbers (all of which were provided in previous email- packaging and tubing). Can you provide a date for the event reported? (B)(6) 2020 to the storeroom and (B)(6) 2020 to supply chain contracting. Are you able to return the product reported? Yes. Do you have the appropriate packaging materials to return the product? No mlhs will need packing material. If not, bd can provide you with packaging materials. Was there any adverse event(s) as a result of the reported defect? No. If yes, please provide details, in addition to patient identifiers (initials, sex, dob, diagnosis, etc.) And date.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing disconnected on 6 occasions. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 1020063004, 1020063019. It was reported that when the packages were opened the tubing disconnected from the drip chamber. Customer response 10-aug-2020: here are the answers to your questions: ¿ the suspected lot nos are 1020063004 and 1020063019.we started to receive complaints between the last week of (B)(6) and first week of (B)(6) we will also need packing materials to return the products. ¿ when the packages were opened the tubing disconnected from the drip chamber at the base of the drip chamber. This occurred at least 4 times in the last two weeks and with different lot numbers (all of which were provided in previous email- packaging and tubing). There was no event as this never reached a patient. ¿ can you describe the reported defect in detail? What happened? What was the cause? Who was involved? When the packages were opened the tubing disconnected from the drip chamber at the base of the drip chamber. This occurred at least 4 times in the last two weeks and with different lot numbers (all of which were provided in previous email- packaging and tubing). ¿ can you provide a date for the event reported? (B)(6) 2020 to the storeroom and (B)(6) 2020 to supply chain contracting. ¿ are you able to return the product reported? Yes ¿ do you have the appropriate packaging materials to return the product? No mlhs will need packing material. O if not, bd can provide you with packaging materials. ¿ was there any adverse event(s) as a result of the reported defect? No. O if yes, please provide details, in addition to patient identifiers (initials, sex, dob, diagnosis, etc.) And date.

Manufacturer narrative:
Correction: complaint will be cancelled. All defects and dates were captured on MFR# 9616066-2020-02602 and MFR# 9616066-2020-02619.